Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were distorted, bunched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately calcified and moderately tortuous unspecified vessel. A 24mm x 2.50mm promus premier¿ stent was advanced to the lesion however the device came into contact with the calcified site. It was then noted that the proximal edge of the stent was deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a moderately calcified and moderately tortuous unspecified vessel. A 24mm x 2.50mm promus premier¿ stent was advanced to the lesion however the device came into contact with the calcified site. It was then noted that the proximal edge of the stent was deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.